Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracks in the case on the battery tube side. The pump was received without a battery cap. After battery installation, a blank display was noted. The copper sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal did not make contact with the battery sleeve. The battery sleeve was pushed back into place without taking off the motor end cap. The pump was then able to boot up. In summary, the customer¿s report of a cracked case was confirmed during visual inspection. The blank display was due to the lack of contact between the battery cap contact and the battery sleeve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged cosmetic damage. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed and found a crack in battery tube side. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. The product mmt-1812 was returned for analysis.